Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, the right atrial (ra) lead and right ventricular (rv) lead were found to be dislodged. It was suspected the pocket skin saggy and when the patient was in an upright position, the leads stretched. The device was programmed to vvi until the revision. The following day, the ra and rv leads were successfully repositioned and a new pocket was created to avoid reoccurrence. No additional adverse patient effects were reported.